Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiarity employee via email that arthrex implants broke inside the patient post-operatively. The patient is not experiencing pain and is currently under observation. No further information was provided. A revision surgery has not been performed; implants remain in the patient. Additional information was requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Based on the information provided, the most likely cause of the reported failure is a patient specific event.